Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot and sterile lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Patient's right knee was revised due to acute infection. Surgeon did a debridement and poly swap. During the revision, the surgeon removed a staple that was left in the patient from an acl surgery that was performed years prior.

Event description:
Patient's right knee was revised due to acute infection. Surgeon did a debridement and poly swap. During the revision, the surgeon removed a staple that was left in the patient from an acl surgery that was performed years prior.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.